Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and a catheter was advanced into the lower ivc. An inferior vena cava gram was performed which identified the level of the renal veins. A retrievable filter was deployed in an infrarenal position. The catheter and sheath were removed without difficulty and there were no complications. Image/photo review: images/photos were not provided; therefore, a review could not be performed.

Event description:
It was reported that approximately six years five months post filter deployment, allegedly CT venogram demonstrated filter limbs extending beyond the caval wall. No additional information was provided surrounding the events. No reported attempt was made to retrieve the filter. The patient status was not provided. New information received: it was reported after an unknown amount of time post vena cava filter deployment in conjunction with or before an orthopedic procedure and in conjunction with a trauma situation/motor vehicle accident, several legs of the filter perforated the vena cava wall. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and a catheter was advanced into the lower ivc. An inferior vena cava gram was performed which identified the level of the renal veins. A retrievable filter was deployed in an infrarenal position. The catheter and sheath were removed without difficulty and there were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter limb perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall

Event description:
It was reported that approximately six years five months post filter deployment, allegedly CT venogram demonstrated filter limbs extending beyond the caval wall. No additional information was provided surrounding the events. No reported attempt was made to retrieve the filter. The patient status was not provided. New information received: it was reported approximately six years five months post filter deployment in a patient with history of multiple complex open orthopedic fractures of the bilateral lower extremities with prolonged immobility, the filter allegedly embedded and several of the filter legs perforated the vena cava wall. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and five months later, the patient had a follow up visit for the evaluation of inferior vena cava filter. Computed tomography venogram of abdomen with contrast showed that an inferior vena cava filter was present, with the legs extending outside the wall of the vena cava. These did not appear to penetrate any adjacent structure. There was no evidence of clot. The imaged portions of the common iliac veins and the renal veins were normal. After three years, computed tomography studies of abdomen and pelvis without intravenous nor oral contrast was performed. It was found that the filter was positive for caval perforation. Also, the superior extent of the inferior vena cava filter was at the inferior part of the l2 vertebral body and inferior extent was present at l3-l4 disc. A total of 6 prongs have perforated through inferior vena cava. Maximum distance prongs have perforated through inferior vena cava was 5.76 mm. Coronal images showed a 3.41 degree tilt left to right. Sagittal images showed 6.27 degree tilt posterior anterior. It was found that a prong has perforated aorta. On the same day, computed tomography studies of abdomen and pelvis demonstrated that there was an inferior vena cava filter in place, below the level of renal veins. The tip of the filter ended at the mid l2 level, just at the level of the right renal vein and well below the left renal vein. No significant tilt was seen on coronal images. On sagittal images, the upper aspect of the filter was angled anteriorly. The degree of angulation measured approximately 7 mm. There were 6 struts and all the struts protruded through the walls of the inferior vena cava. The anterior and posterior struts in the midline abut adjacent structures. The anterior strut was abutting the duodenum and the posterior strut had a contact with the anterior aspect of the l3-4 disc. The appearance was consistent with grade 2-3 perforations. The 2 struts on the right side project into the fatty tissues surrounding the inferior vena cava, consistent with grade 2 perforations. The 2 struts on the left side both was in contact the aorta. The appearance was consistent with grade 2-3 perforations. It was not clear if either of the struts project into the lumen, without contrast. No fractured struts were seen. There was no clot seen within the inferior vena cava without contrast. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 06/2012),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. Approximately six years and five months post filter deployment, the filter allegedly embedded and several of the filter legs perforated the vena cava wall. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported filter limb perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years five months post filter deployment, allegedly CT venogram demonstrated filter limbs extending beyond the caval wall. No additional information was provided surrounding the events. No reported attempt was made to retrieve the filter. The patient status was not provided.